Event description:
It is reported that the pt was diagnosed with a loose femoral component and that revision surgery is pending.

Manufacturer narrative:
Info was received from a health professional who is not required to complete form 3500a. Eval summary: the device was not returned with the complaint for review, therefore, no physical examination of the device could be performed. No surgical notes, pre or post-op x-rays were returned with the complaint for review. A definitive root cause cannot be determined with the info provided. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.